Event description:
Complaint received from facility contact. Customer reports the tubing separated from the drip chamber before patient use. No reported patient injury or medical intervention. No additional information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 10, 2007. Evaluation summary: a request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of separation was confirmed. The conclusion to the investigation found that the most probable root cause was insufficient solvent in the drip chamber to bushing bond. In addition, an urgent product recall letter was sent out to customers on 02/16/2007.